Manufacturer narrative:
The reported malfunction was observed during review of the device history logs related to a gas intake failure. The device was put through extensive testing including functional testing, stress testing, and an internal visual inspection without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.